Event description:
It was reported that the pump shut off unexpectedly at 50% battery life. The customer's blood glucose level was impacted (elevated). It was confirmed that the customer had alternate insulin therapy available. It was also reported that the pump had been previously dropped.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.